Event description:
A nurse went to draw up a dose from an ampule using a filter needle when she noticed the needle was not a filter needle but a regular needle with needle overwrap similar to filter needle. Medication administered to or used by the pt: no. (B)(6).